Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the scratches on the insulin pump screen and customer was hard to read the display. The customer¿s blood glucose level was unknown. The device will not be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test and current test but a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery alarm due to a33 alarm. No weak battery alarm noted during test. Device received with minor scratched lcd window.